Event description:
It was reported that during a laparoscopic gastric bypass procedure, 3 devices only fired on one side of the reload. The procedure was completed with a 4th like device. There was no pt consequence.